Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the control body fluid damage, the lcb (light carrying bundle) fluid damage, the light guide cable buckled, the light guide cable for control body buckled, the distal body cracked, the remote control buttons cracked, the serial number plate missing, the operation channel (primary) leak, the manufacturer label worn out, and the insertion flexible tube dented; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).